Manufacturer narrative:
Isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The lot number for the instrument was not provided. Therefore, no instrument log or other technical review of the product related to the complaint can be performed. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. Although the fragment was retrieved and no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was able to be retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: d4 (model number, primary prod-batch/lot no., and primary product-UDI no.) Refer to the following fields for updated information: g3, g6, h2, and h10. The product model number, primary prod-batch/lot no., and primary product-UDI no. Have been updated with corrected product information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
Intuitive surgical, inc. Has received the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and did not collide with any other instruments during the surgical procedure. The fragment was retrieved with another instrument, and the procedure was completed with other instruments. There were no postoperative complications, and the patient's status was good. The issue caused a procedure delay of 45 minutes.

Event description:
Refer to h10/h11 for follow-up information.